Event description:
It was reported that there was high impedance and threshold. The lead was disconnected and analyzer measurement values were all ok and stable. The lead was reconnected and measurements were all ok. A possible loose connection was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, lead impedance out of range alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). There was 24 of 27 lifetime ventricular-sic occur since (B)(6) 2013. There were 3 lead failure predictor (lfp) episodes of less than 220 ms ventricular to ventricular cycle are recorded between (B)(6) 2012 and (B)(6) 2013. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2013. Max ventricular pace impedance rises from an approximate baseline of 700 ohm to greater than 1000 ohm the week ending (B)(6) 2013 and then greater than 4000 ohm the week ending (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.